Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. The customer was unable to troubleshoot with tandem technical support, at the time of the call. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.